Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found backup vvi due to integrated circuit (ic) watchdog timeout while in shipped settings. The cause of the watchdog timeout could not be conclusively determined. The device was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.